Manufacturer narrative:
The estimated event date was reported as "february/months ago". Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device was not infusing as it should and was dripping very slow which was verified during evaluation. Evaluation observed the device to deliver below specification. The pressure plate travel was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not infusing as it should and was dripping very slowly during delivery. The device was programmed to deliver 600 cc of immune globulin as a primary infusion at a multistep flow rate and dose of 70 gms / 600 mg. The head height was reported to be approximately 30 inches and the source of the container was made from glass/IV bag and it was reportedly properly vented. The drug was reported to have been brought to room temperature prior to infusion. The set that was being used to vent the container was dehp and had a duo-vent spike with upper y-site in line backcheck valve. There was no known patient injury or medical intervention associated with this event. No additional information is available.